Event description:
70 year patient admitted for complaint of frequent aicd firing or discharges.on 6/8/93 aicd revision performed. Leakage noted in the insulation of the sensing leads. New epicardial leads placed.